Event description:
The customer reported rituxan solution gas bubbles in the remaining 150 ml of an infusion which resulted in frequent air in line pump errors. No patient harm was reported.

Manufacturer narrative:
The reported event of air in line file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported rituxan solution gas bubbles in the remaining 150 ml of an infusion which resulted in frequent air in line pump errors. No patient harm was reported.